Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings. IFU states: "when using metal needle cannula, do not withdraw the guidewire back into the cannula, as shearing of the guidewire may result." The complaint cannot be confirmed for mechanical separation since the sample was not returned for evaluation. Based on the information given, the exact root cause of the event cannot be determined. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Patient identifier, age and date of birth, sex, weight, ethnicity, and race: not provided implanted date: device was not implanted. Explanted date: device was not explanted. Health professional: not provided. Reporter name, address, and phone number: not provided. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
A maude database search conducted on 20apr2021, found mw5099837. The event description states, "tip of wire was sheared off of the tip during a pericardiocentesis".